Manufacturer narrative:
G4:23nov2020; b4:24nov2020. A good faith effort was made on 18-sep-2020 to obtain additional information from the biomed on the resolution and repair. The customer stated the touchscreen was ordered to resolve the issue. Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
It was reported to philips that the touchscreen on the device was not responsive. The device was not in use at the time of the event. The customer stated the issue was noted during testing of the device. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed tried to calibrate the touchscreen and received a message stating bad touch. The biomed tried to clean the screen and also received bad touch detected message. The rse provided the customer the part information to order and replace the touchscreen.